Manufacturer narrative:
The device was returned for analysis. The reported loose suture was not confirmed; however, returned analysis indicated the use state was consistent with insertion into the anatomy and with plunger deployment. The link was separated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after opening the package of proglide, the suture line was found exposed and could not be used normally. The sutures were loose from the body of the proglide device, but still attached. There was no patient involvement. Returned device analysis was completed and the results reveal the link was separated from the anterior cuff. The suture mediated closure (smc) system was returned with blood in and on the device. The plunger was removed from the device. Therefore, shows signs of use. Follow up with the account confirmed there was no reported patient involvement. No additional information was provided.